Event description:
Boston scientific received information that this right ventricular (rv) lead exhibited low out of range shock impedance measurements. No further information has been made available at this time.

Event description:
It was reported that this patient data was reviewed and the patient's physician plans to continue to monitor the patient via the latitude system at this time.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.